Event description:
It was reported that the customer had a blood glucose reading of 417 mg/dl. He received an a33 alarm from his insulin pump. The customer said the insulin was squirting out of the pump at a rapid rate. Standard prime rewind troubleshooting was performed. It was discovered that the drive support cap was protruding though the pump was not jostled prior to the a33 alarm. The customer also reported that the keypad buttons on his insulin pump were becoming stuck. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm, blank display or rebooting noted. The device alarmed compromised force sensor system during basic occlusion test and was unable to prime during prime test due to protruded and or loose drive support disk. The device had intermittent button response due to flatten button dome switch on all buttons. No stuck buttons were noted. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).